Event description:
Sorin group received a report that the gas line was found to be disconnected from the outlet of the gas blender during a procedure. There was no report of pt injury.

Manufacturer narrative:
Lot number: the lot number was not provided. Expiration date: the expiration date is unknown. The manufacturer date is unknown. Sorin group received a report that the gas line was found to be disconnected from the outlet of the gas blender during a procedure. There was no report of pt injury. Additional communication with the facility has confirmed that there was no malfunction of any sorin group device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.